Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T: slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use and novolog was tested for up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer experienced high blood glucose levels (approximately 200 mg/dl). Customers cartridge and infusion set have been in use for 5 days. Customer changed out cartridge and infusion set to stabilize her blood glucose level.